Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out-of-range pacing impedances. Boston scientific technical services (ts) recommended obtaining a chest x-ray due to potential lead fracture. No adverse patient effects were reported. The associated device was programmed off.